Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with an infection/inflammation on the right eye (od) at a 1 day post-operative exam. A brief description from the surgery center indicated that the patient had more inflammation on the right eye than the left eye and there was lipid under flap of the right eye. Topical steroids were increased to treat the symptoms and flap lift and irrigate is planned. There was no loss of best corrected visual acuity noted. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.75 x -.50 x 2. Left eye pre-op 20/20 -2.00 x .00 x 90. This report is for the excimer laser. A separate report is being filed on the femtosecond laser.